Manufacturer narrative:
Per the field service representative (fsr), the perfusionist charged the batteries overnight and the unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint could not be confirmed. The field service representative (fsr) did a scheduled preventive maintenance (pm) check on the unit and there were no blinking lights. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the red light on the battery module was continuously blinking. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.